Event description:
It was reported that the johnson and johnson (jnj) glaucoma implant was not flushing properly. The doctor systematically checks each baerveldt implant to ensure they flush properly before implantation, but this particular implant failed the test. It seems the shunt was occluded. The doctor flushes or attempts to flush the baerveldt shunt on the sterile field. If it does not flush it does not touch the eye. No further information was provided.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There is no indication the device was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the device was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.